Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis of the data/database found the customer comment that telemetry failure was encountered was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 24970a mobile programmer base medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the mobile programmer patient connector was used in a session with the implantable pulse generator (ipg) telemetry failure was encountered. The procedure was temporarily suspended whilst the issue was resolved by terminating the session and re-interrogating in a new session. It was noted that there was a checkmark symbol present in both wireless sessions. No patient complications have been reported as a result of this event.